Event description:
It was reported that at the implant procedure the physician had difficulty engaging the right ventricular and left ventricular set s crews. A new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a loose/detached set screw. (B)(4).